Event description:
Account reported they have had several vancomycin results over the last several days that initially gave results of >80 ug/ml and repeated as normal. The incorrect results were not reported. The field service representative was unable to confirm any malfunction of the system.